Event description:
This ra lead was implanted on (B)(6) 2001 and remains implanted at this time. A call was placed to technical services on (B)(6) 2018 stating that when atrial paces there was a 2 pronged signal that is marked in the noise window but not oversensed. The physician was dr. (B)(6) medical center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).